Manufacturer narrative:
The user has not yet provided the nonconforming control solution or related information. Therefore, this case will be temporarily closed. If we receive the control solution or related information from the user in the future, the analysis will be restarted.

Event description:
This submission is a follow-up report for MFR report number: 3004130086-2025-00003 (file name: (B)(4).